Manufacturer narrative:
A ge representative evaluated the system and cleaned out the interconnect cable connector. System operates as intended. (B) (4).

Event description:
The customer reported the system was displaying an error during a case. No patient injury was reported.